Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(6). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where during the procedure the device got entangled. Starting tricuspid regurgitation (tr) was 5+. The strategy was to put 1 pascal ace device in antero-septal (a-s) central position and the second one in postero-septal (p-s) in horizontal clocking. The first ace was prepared and steered to the valve. After position and trajectory, the device was positioned in a-s not to the center but commissural. The device got entangled and it could not be moved in any direction. The physician elongated the device and started to change the clocking. It was tried to move the claps down a little bit to eventually move away but it was found that there was no clasp control. The clasps were up und could not be moved down. The physician decided to remove the device with a little bit of force. The ace could be retracted to the guide sheath (gs). The gs and ace were exchanged. When the ace was outside, it was thought that there were some pieces of septal leaflets. A septal flail was created and the flail was stabilized with one ace in a-s position near the center. The second ace was placed in p-s position with horizontal clocking. By positioning these 2 devices, there were a lot of problems with chordaes. After an 80 minute case and tr reduction from grade 5 to 3, the physician decided to end the procedure. The patient was stable. The root cause of the event were very dense chordaes in a-s commissure.

Manufacturer narrative:
The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with other empirical evidence based on information provided by the edwards clinical specialist present during the procedure. As reported, there were difficulties with the chords because the chords were very dense in the a-s commissure. Additionally, after the device got entangled, when trying to change the clocking, there was no clasp control and when removing the device, some pieces of septal leaflets were teared down. Available information suggests that patient anatomy and procedural factors likely contributed to the event. Based on extensive complaint investigations and reviews, it has been identified that these events are not associated with device malfunctions or manufacturing nonconformances. Chordal entanglement is a known complication associated with the pascal procedure. This has the potential for suboptimal therapeutic outcome, the need for additional intervention, and/or recurrence of regurgitation. These events will continue to be monitored and complaints trending and control limits are managed and assessed.